Manufacturer narrative:
(B) (4). The peritoneal catheter passed the patency check and showed no anomalies. The conditions of the complaint could not be duplicated by laboratory personnel. A review of the manufacturing records showed no anomalies.

Event description:
During a postoperative follow-up, the shunt did not seem to work and the flow of fluid could not be confirmed by (B) (6) study. But after the explantation, the flow of fluid was confirmed.